Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt, the physician was unable to gain access to the left subclavian vein with the guidewire due to the patient's anatomy. The lead was opened and not used. A right sided implant attempt is scheduled for a different day. No patient complications were reported as a result of this event.